Event description:
A us distributor contacted zoll to report that a patient broke out in a rash on her stomach and sides. The area is red and irritated, but there was no alleged device malfunction contributing to the irritation. Patient was advised to remove the lifevest by a physician to allow the irritation to improve. Follow up indicated that removing the lifevest allowed the irritation to improve.